Event description:
The customer reported the device displaying error code 260.4130. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they lvp keypad recall completed. Replaced logic board due to 260.4130 error, replaced door harness with bezel assembly and iui right side, pivot latch, latch spring torsion. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/08/2018 to the present date 11/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device displaying error code 260.4130. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device displaying error code 260.4130. It was reported there was no patient involvement.